Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and pelvic inflammatory disease ("pelvic swelling") in a (B)(6) female patient who had essure (batch no. 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coil punctured the fallopian tube and was bent". The patient's medical history included cholecystectomy, knee pain, sinus infection, pelvic mass, chronic anemia, nicotine dependence and bleed in luteal cyst. Concurrent conditions included pain in hip, depression, dysphagia, irregular menstruation, amenorrhea, abdominal pain upper, vomited, diarrhea, diverticula of colon, hematuria, flank pain, ovarian cyst ruptured, adnexa uteri cyst, photophobia, phonophobia, tonsillar hypertrophy, obesity, epigastric pain, impingement syndrome, nabothian cyst, ovarian cyst, pelvic mass, tobacco use disorder, lumbago, sciatica, perineal pain, chest discomfort, difficulty sleeping, general body pain, cough, fever, diarrhea, influenza b virus infection, uterine leiomyoma, belching and nasal congestion. Concomitant products included acetylsalicylic acid;caffeine;salicylamide (excedrin), bupropion hydrochloride (wellbutrin) from 2012 to 2016, celecoxib (celebrex) since 2017, fluoxetine hydrochloride (prozac) from 2012 to 2016, gabapentin since 2017, ibuprofen, omeprazole (prilosec) since 2013, oxitriptan (triptan), venlafaxine hydrochloride (effexor) from 2005 to 2018 and zolmitriptan (zomig) since 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced acne ("acne/body acne"), nausea ("nausea") and fungal infection ("yeast infection"). In 2010, the patient experienced gastrooesophageal reflux disease ("gerd and acid reflux"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic inflammatory disease (seriousness criterion medically significant), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with surgery (unilateral salpingectomy left fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, acne, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, gastrooesophageal reflux disease and fungal infection outcome was unknown. The reporter considered acne, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2008 and (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: acid reflux, migraines, headaches, pelvic pain. Most recent follow-up information incorporated above includes: on 6-may-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), uti, vaginal infection, acne/ body acne, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), gerd and acid reflux, yeast infection, essure coil punctured the fallopian tube and was bent and abdominal pain. Event per mr: pelvic swelling. Medical history, concurrent condition, concomitant medication and lot number were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ it has punctured the fallopian tube') and pelvic inflammatory disease ('pelvic swelling') in a 31-year-old female patient who had essure (batch no. 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coil punctured the fallopian tube and was bent". The patient's medical history included cholecystectomy, knee pain, sinus infection, pelvic mass, chronic anemia, nicotine dependence and bleed in luteal cyst. Concurrent conditions included pain in hip, depression, dysphagia, irregular menstruation, amenorrhea, abdominal pain upper, vomited, diarrhea, diverticula of colon, hematuria, flank pain, ovarian cyst ruptured, adnexa uteri cyst, photophobia, phonophobia, tonsillar hypertrophy, obesity, epigastric pain, impingement syndrome, nabothian cyst, ovarian cyst, pelvic mass, tobacco use disorder, lumbago, sciatica, perineal pain, chest discomfort, difficulty sleeping, general body pain, cough, fever, diarrhea, influenza b virus infection, uterine leiomyoma, belching and nasal congestion. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2016, caffeine;paracetamol (excedrin), celecoxib (celebrex) since 2017, fluoxetine hydrochloride (prozac) from 2012 to 2016, gabapentin since 2017, ibuprofen, omeprazole (prilosec) since 2013, oxitriptan (triptan), venlafaxine hydrochloride (effexor) from 2005 to 2018 and zolmitriptan (zomig) since 2014. On (B)(6) 2009, the patient had essure inserted. On 13-feb-2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2009, the patient experienced acne ("acne/body acne") and nausea ("nausea"). In 2010, the patient experienced gastrooesophageal reflux disease ("gerd and acid reflux"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vulvovaginal candidiasis ("imfection -yest/chronic candida vaginitis"). The patient was treated with surgery (unilateral salpingectomy left fallopian tube). At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, acne, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, gastrooesophageal reflux disease and vulvovaginal candidiasis outcome was unknown. The reporter considered acne, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2008 and (B)(6) 2009. It was reported as essure coil on the right was not removed because it has punctured the fallopian tube and was bent. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: normal CT scan of the abdomen as described. Computerised tomogram pelvis - on 09-sep-2010: there is no pelvic or inguinal adenopathy. Scattered colonic diverticula are present. Essure devices are noted. There is no free fluid. There is no distal ureteral stone.; on (B)(6) 2012: 1. Ruptured left ovarian cyst with free fluid in the pelvis. 2. Bilateral adnexal cysts. 3. Status post essure procedure. 4. Normal appearance of the appendix.. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Successful essure devices bilaterally with no evidence of opacification during the hysterosalpingogram. Magnetic resonance imaging - on (B)(6) 2011: MRI lower extremity joint w/o contrast (l): 1. Mild mucoid degenerative change of the posterior horn of the medial meniscus. 2. Otherwise, unremarkable MRI of the knee.. Magnetic resonance imaging brain - on b)(6) 2011: normal MRI of the brain, with no interval change in the appearance of the brain since the prior examination of (B)(6) 2007.; on (B)(6) 2017: 1. Mild to moderate facet arthropathy bilaterally at l5-s1 and mild facet arthropathy at l4-l5. 2. No significant spinal canal or neural foraminal stenosis at any level. No significant degenerative disc disease. 3. The marrow signal is slightly lower than expected on t1-weighted images which likely represents red marrow reconversion related to chronic anemia or chronic tobacco use. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: acid reflux, migraines, headaches, pelvic pain. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs & mr received. Added event infection: previously reported yeast infection updated to chronic candida vaginitis ppc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ it has punctured the fallopian tube') and pelvic inflammatory disease ('pelvic swelling') in a 31-year-old female patient who had essure (batch no. 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coil punctured the fallopian tube and was bent". The patient's medical history included cholecystectomy, knee pain, sinus infection, pelvic mass, chronic anemia, nicotine dependence and bleed in luteal cyst. Concurrent conditions included pain in hip, depression, dysphagia, irregular menstruation, amenorrhea, abdominal pain upper, vomited, diarrhea, diverticula of colon, hematuria, flank pain, ovarian cyst ruptured, adnexa uteri cyst, photophobia, phonophobia, tonsillar hypertrophy, obesity, epigastric pain, impingement syndrome, nabothian cyst, ovarian cyst, pelvic mass, tobacco use disorder, lumbago, sciatica, perineal pain, chest discomfort, difficulty sleeping, general body pain, cough, fever, diarrhea, influenza b virus infection, uterine leiomyoma, belching and nasal congestion. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2016, caffeine;paracetamol (excedrin), celecoxib (celebrex) since 2017, fluoxetine hydrochloride (prozac) from 2012 to 2016, gabapentin since 2017, ibuprofen, omeprazole (prilosec) since 2013, oxitriptan (triptan), venlafaxine hydrochloride (effexor) from 2005 to 2018 and zolmitriptan (zomig) since 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced acne ("acne/body acne") and nausea ("nausea"). In (B)(6) 2010, the patient experienced gastrooesophageal reflux disease ("gerd and acid reflux"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vulvovaginal candidiasis ("imfection -yest/chronic candida vaginitis") and pelvic pain ("pelvic pain"). The patient was treated with surgery (unilateral salpingectomy left fallopian tube). At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, acne, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, gastrooesophageal reflux disease, vulvovaginal candidiasis and pelvic pain outcome was unknown. The reporter considered acne, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2008 and (B)(6) 2009. It was reported as essure coil on the right was not removed because it has punctured the fallopian tube and was bent. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: normal CT scan of the abdomen as described.. Computerised tomogram pelvis - on (B)(6) 2010: there is no pelvic or inguinal adenopathy. Scattered colonic diverticula are present. Essure devices are noted. There is no free fluid. There is no distal ureteral stone.; on (B)(6) 2012: 1. Ruptured left ovarian cyst with free fluid in the pelvis. 2. Bilateral adnexal cysts. 3. Status post essure procedure. 4. Normal appearance of the appendix.. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Successful essure devices bilaterally with no evidence of opacification during the hysterosalpingogram. Magnetic resonance imaging - on (B)(6) 2011: MRI lower extremity joint w/o contrast (l): 1. Mild mucoid degenerative change of the posterior horn of the medial meniscus. 2. Otherwise, unremarkable MRI of the knee. Magnetic resonance imaging brain - on (B)(6) 2011: normal MRI of the brain, with no interval change in the appearance of the brain since the prior examination of (B)(6) 2007.; on (B)(6) 2017: 1. Mild to moderate facet arthropathy bilaterally at l5-s1 and mild facet arthropathy at l4-l5. 2. No significant spinal canal or neural foraminal stenosis at any level. No significant degenerative disc disease. 3. The marrow signal is slightly lower than expected on t1-weighted images which likely represents red marrow reconversion related to chronic anemia or chronic tobacco use. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: acid reflux, migraines, headaches, pelvic pain. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received. New events: pelvic pain were added. Event onset date was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/ it has punctured the fallopian tube') and pelvic inflammatory disease ('pelvic swelling') in a 31-year-old female patient who had essure (batch no. 628046) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coil punctured the fallopian tube and was bent". The patient's medical history included cholecystectomy, knee pain, sinus infection, pelvic mass, chronic anemia, nicotine dependence and bleed in luteal cyst. Concurrent conditions included pain in hip, depression, dysphagia, irregular menstruation, amenorrhea, abdominal pain upper, vomited, diarrhea, diverticula of colon, hematuria, flank pain, ovarian cyst ruptured, adnexa uteri cyst, photophobia, phonophobia, tonsillar hypertrophy, obesity, epigastric pain, impingement syndrome, nabothian cyst, ovarian cyst, pelvic mass, tobacco use disorder, lumbago, sciatica, perineal pain, chest discomfort, difficulty sleeping, general body pain, cough, fever, diarrhea, influenza b virus infection, uterine leiomyoma, belching and nasal congestion. Concomitant products included bupropion hydrochloride (wellbutrin) from 2012 to 2016, caffeine;paracetamol (excedrin), celecoxib (celebrex) since 2017, fluoxetine hydrochloride (prozac) from 2012 to 2016, gabapentin since 2017, ibuprofen, omeprazole (prilosec) since 2013, oxitriptan (triptan), venlafaxine hydrochloride (effexor) from 2005 to 2018 and zolmitriptan (zomig) since 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced acne ("acne/body acne") and nausea ("nausea"). In (B)(6) 2010, the patient experienced gastrooesophageal reflux disease ("gerd and acid reflux"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vulvovaginal candidiasis ("infection -yeast/chronic candida vaginitis") and pelvic pain ("pelvic pain"). The patient was treated with surgery (unilateral salpingectomy left fallopian tube). At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, acne, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, gastrooesophageal reflux disease, vulvovaginal candidiasis and pelvic pain outcome was unknown. The reporter considered acne, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2008 and (B)(6) 2009. It was reported as essure coil on the right was not removed because it has punctured the fallopian tube and was bent. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: normal CT scan of the abdomen as described. Computerised tomogram pelvis - on (B)(6) 2010: there is no pelvic or inguinal adenopathy. Scattered colonic diverticula are present. Essure devices are noted. There is no free fluid. There is no distal ureteral stone.; on (B)(6) 2012: 1. Ruptured left ovarian cyst with free fluid in the pelvis. 2. Bilateral adnexal cysts. 3. Status post essure procedure. 4. Normal appearance of the appendix.. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Successful essure devices bilaterally with no evidence of opacification during the hysterosalpingogram. Magnetic resonance imaging - on (B)(6) 2011: MRI lower extremity joint w/o contrast (l): 1. Mild mucoid degenerative change of the posterior horn of the medial meniscus. 2. Otherwise, unremarkable MRI of the knee. Magnetic resonance imaging brain - on (B)(6) 2011: normal MRI of the brain, with no interval change in the appearance of the brain since the prior examination of (B)(6) 2007.; on (B)(6) 2017: 1. Mild to moderate facet arthropathy bilaterally at l5-s1 and mild facet arthropathy at l4-l5. 2. No significant spinal canal or neural foraminal stenosis at any level. No significant degenerative disc disease. 3. The marrow signal is slightly lower than expected on t1-weighted images which likely represents red marrow reconversion related to chronic anemia or chronic tobacco use. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: acid reflux, migraines, headaches, pelvic pain. Lot number:628046. Manufacturing date:2008/08. Expiration date:2010/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.